Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4.00mmx15mm wolverine peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 5atm for 2 seconds. Furthermore, a pinhole was noted at the near shoulder of the balloon. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No patient injury was reported and the patient was in good condition after the procedure.